Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Three electronic photos were provided and reviewed. The first photo shows the maxcore device with its initial position within an unsealed packaging with partially visible product label information. The second photo shows the maxcore device in its initial position with protective tubing and yellow guard attached to the tubing. The third photo shows the maxcore device in its initial position without protective tubing within an unsealed packaging with partially visible product label information. Based on the provided photo, the reported failure event cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure to fire as no objective evidence was provided for review. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an x ray guided kidney biopsy procedure via normal density tissue using the maxcore. During the procedure, the outer cannula of the device failure to fire. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an x-ray guide kidney biopsy procedure via normal density tissue using the maxcore. During the procedure, the outer cannula of the device failure to fire. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.